Manufacturer narrative:
Additional information sections: h2, h6, h10. An event of calcification and torn leaflet was reported. A more comprehensive assessment could not be performed since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2013, a 21mm trfiecta valve was implanted. On (B)(6) 2020, the valve was explanted due to valve degeneration. Upon explant, calcification and leaflet tearing was observed. The patient is reported to be in stable condition.